Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen, morphine, and fentanyl via an implantable pump for non-malignant pain and failed back surgery syndrome. The concentration, dose rate, and drug lot number of baclofen, morphine, and fentanyl were unable to be obtained. It was reported that as per a physician, the patient¿s pump had a motor stall. The date of the event was requested but was unknown. The event occurred during normal use. Regarding if there were any environmental/external/patient factors that may have led or contributed to the issue, it was indicated as not having been known. No patient symptom was reported. The pump was explanted and replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump was to be returned to the manufacturer for analysis. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight was unknown and would not be made available due to legal/confidential reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was received for analysis. Initial interrogation of the device revealed the pump had been programmed to deliver fentanyl [1600.0 mcg/ml] at 375.3 mcg/day, marcaine[35.0 mg/ml] at 8.209 mg/day, clonidine [570.0 mcg/ml] at 133.70 mcg/day, baclofen [330.0 mcg/ml] at 77.40 mcg/day, and morphine [1.5 mg/ml] at 0.3518 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was explanted due to it failing prematurely 11 months prior to the expected replacement. The patient had baclofen in the in the pump and was having severe withdrawal symptoms. It was noted the surgeon was unable to get "25 ml" aspirated from the catheter and the new pump was primed on the table. Old drug was then taken from the old pump and placed in the new pump. No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), ubd: 12-mar-2014, UDI#: (B)(4); product ID: 8598a, serial #: (B)(4), ubd: 17-aug-2014, UDI#: (B)(4). Correction: the device code (B)(4) regarding the previously reported information of unable to get "25 ml" aspirated from the catheter was not previously coded in error. (B)(4). If information is provided in the future, a supplemental report will be issued.